Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during a trial radial endoscopic vein harvesting procedure, a portion of the hemopro tissue welder jaw insulation boot broke off in the patient's arm. Staff discovered this when they removed the device to wipe it down before completing the procedure. They retrieved the piece from the original incision, no additional incision was required. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.